Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The wife reported via phone call that the customer received a button error alarm. The customer's blood glucose was 45 mg/dl. Customer was treated with juice for their blood glucose. The wife reported possible moisture exposure from perspiration. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted during testing. The pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump was received with a cracked case at the display window corners, minor scratches on the lcd window, a scratched reservoir tube window, a cracked belt clip slot, a cracked reservoir tube lip and missing end cap sticker.